Manufacturer narrative:
Concomitant products: product ID 37742, serial# njd019557n, implanted: (B)(6) 2006, product type programmer, patient; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. It was stated that patient's implantable neurostimulator (ins) stimulation sensation had been fading and he was not feeling any stimulation sensation at the time of the report. It was noted that this started about 2 months ago. It was stated that when he turned up the stimulation, he ¿got nothing.¿ it was stated that the stimulation was also turning itself off and on. It was reported that the stimulation turned on when he was at the mall about 3 weeks prior to the report and walked by an electronic game store. It was stated that "he was going by what he felt at the time." It was noted that the patient had checked the ins with the programmer when he was in the car and stimulation was on. It was stated that he might have accidentally left the stimulation on, though. It was stated that he had been having issues with his memory, as well. It was noted that the patient always had pain but would use the stimulation to get relief sometimes. It was stated he used to keep stimulation on all the time but at the time of the report was only using it when he needed to get relief. It was noted that the patient had a cast on his arm from surgery on his right hand a couple weeks prior to the report. It was stated he was getting sharp pains at the implant site and thought it was because of the cast. The cast came off 1 week prior to the report and the pain had stopped about 2 days after the cast came off. It was noted that his next appointment was scheduled for (B)(6) 2013. It was noted that program 2 was at 5.30v and program 2 at 4.70. It was stated he did not have any groups and was uncertain of what each program did. It was noted that one program worked one side and the other worked his back. After bringing stimulation down to 0.0v on both programs and slowly increasing it, the patient stated he could go to 10.5v and reach the upper limit with both programs. The patient stated he felt nothing and had no falls or trauma. Additional information requested but had not been received as of the date of this report.